Event description:
It was reported that there was intermitted right ventricular (rv) loss of capture of the pacemaker system. The patient was dependent on pacing and experienced syncope. The patient was hospitalized and the pacemaker output was increased to 5v @ 1.0ms to ensure pacing capture. The rv lead was also programmed to unipolar pacing and sensing which resulted in some noise on the rv channel. The patient underwent immediate lead revision. Additional information is being requested, but was unavailable at the time of this report. It was additionally reported that this lead was capped and abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.